Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon tried to seat a 56mm cup, was not happy with result and decided to use a 58mm.

Manufacturer narrative:
An event regarding seating/locking issue involving a tritanium revision acetabular was reported. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: medical records were not provided. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding seating/locking issues. There have been no other events for the lot referenced for lot ID and sterile lots. This product and event will be monitored under quarterly trend request.

Event description:
Surgeon tried to seat a 56mm cup, was not happy with result and decided to use a 58mm.